Manufacturer narrative:
The returned device, intended for use in treatment, was returned as an MDR for evaluation. There was a relationship between the returned device and the reported event. Visual inspection under magnification of the wand shows extensive electrode and screen wear with contamination/discoloration and scratch/scuff marks on the spacer and cap. Some parts on the screen are detached. The device was returned with a suction line which is contaminated with bloody substance; there are no manufacturing abnormalities visually observed with the returned wand. Upon functional testing the wand was connected to a known good controller and registered an error e-7. The error e-7 was by-passed and activated in saline solution and performed as intended. The suction line was tested and was clogged by dried parts of tissue. A back flush could not clean the line and the suction tube is still clogged; the complaint was verified but the root cause for the complaint could be determined due to the clogged suction line. When the recommended suction pressure is not used, this will cause the suction line to clog; therefore, decreasing the functionality of the wand. The instruction for use contains warnings and precautionary statements regarding maintaining proper suction flow. There were no indications during manufacturing record review that would suggest that the device did not meet product specifications upon release into distribution. (B)(6).

Event description:
It was reported that during an arthroscopic rotator cuff repair procedure, the wand did not activate. A backup device was available to complete the procedure with no significant delay and no patient injuries. Results of investigation have concluded that some parts on the screen of the wand are detached, which means that some parts of the wand could had fell inside the patient which makes it a reportable event. All available information has been disclosed. If additional information should become available, a supplemental report will be submitted accordingly.